Event description:
It was reported that when using the bd pyxis¿ medbank tower had wrong medication in the cubie. User stated that when tried to issue escitalopram 10 mg tablet instead citalopram 10 mg tablet was issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist advised the client to inform the director of nursing (don) so that the medication can be reassigned appropriately. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.